Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 444 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose. Customer also reported that the reservoir was leaking at the past second o ring. The reservoir will be and insulin pump will not be returned for analysis.